Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having nausea, dizziness, headaches and difficulty in breathing. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 investigation findings was missed to capture in previous follow up report (MDR 2518422-2022-65471-1) , now it is updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged having nausea, dizziness, headaches and difficulty in breathing. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation found dust contamination throughout the interior of the enclosure, throughout the airpath, on and in the blower, and on the flow sensor seal. Contamination appearing consistent with the keratin contamination identified in ER 2243857 v1 was observed around the air inlet and around the blower outlet of the blower box. There was no evidence of sound abatement foam degradation or breakdown. Contamination was observed on the exterior of the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has contamination was observed on the exterior of the device. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.